Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment, which were not resolved by the reporter. Partial rinseback was completed resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinsebck in a timely manner as directed in the user's guide. The operator also did not follow user guide instructions to recover from the air alarms. The exact cause of the arterial air alarms cannot be determined at this time. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.